Manufacturer narrative:
Product event summary: at analysis it was noted that the touch screen was out of specification and the keyboard was worn though still functional. The touch screen assembly and keyboard were replaced and the touch screen calibrated and new software was installed. The device was cleaned and it then passed its electrical safety as well as its final functional and systems tests.

Event description:
The programmer was returned for repair and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.